Event description:
It was reported there was air in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) was advanced to where the distal marker bands were close but not yet aligned. Contrast was then injected to verify was position prior to aligning marker bands. The physician attached the manifold to the wds and aspirated and at this time air was noted in the system. The procedure was aborted. No adverse patient events occurred. The procedure will be rescheduled.